Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose and blood glucose are not within range. The customer¿s blood glucose was 563 mg/dl. The customer¿s sensor glucose was 330 mg/dl. Customer stated that the insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.